Event description:
According to the reporter: surgeon noticed black flecks in trocar and is worried they were injected into patient when blade is fired. This has occurred twice at this facility with the same lot number.

Manufacturer narrative:
(B)(4)